Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient faced an event of occlusion alarm on 19-jul-2024. Patient reported that the occlusion was in the tubing. No further information was available.